Event description:
It was reported the plasmablade insulation wore out at the tip during surgery as the surgeon cleaned the stain. He used the peak plastic cover for the cleaning purpose. There were no pt consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. Visual inspection of the returned device noted the electrode coating was compromise/flaked off. Investigation of the failure noted the electrode blade was slightly bent at the proximal end which could have induced the enamel coating to flake off, if the electrode was cleaned with the device holder slot. Review of the lot history revealed no anomalies.